Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. However the insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the, pump was monitored and functioned properly. The insulin pump was received with minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries last for only a few hours. The customer¿s blood glucose level was 11.2 mmol/l. He insulin pump will be returned for analysis.